Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was down. A technical support specialist (tss) found the dsclient database in a suspect state, so synchronization services were stopped and a recovery script was executed successfully, bringing the database back to a ready status. Services were restarted and the station rebooted, after which it powered up but remained in critical override and was not communicating. Further review identified a secondary database issue, and a clean synchronization was performed to fully resolve the problem. Post-synchronization, the station showed no errors, resumed normal communication, and the customer confirmed system functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was completely down. However, there were no delay in patient care and no adverse events or injuries reported based on this event.